Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A representative reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was in the 40s mg/dl. The customer stated that she received a no delivery alarm from her last infusion set. The customer stated that she was unable to fill the tubing. The customer threw away the infusion set and used a new one. The customer had a couple of low readings in the last month. The customer stated that she might have taken too much insulin as she may have overestimated her carbs or did not eat what was intended for her. The customer declined to speak with 24 hour helpline.